Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the electronic gas blender displayed eeprom module: defective or not responding (e14) during procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: unit returned to manufacturer: given the aging of the unit, manufactured in 2005, livanova technical service did not advice to proceed with repair; affected device will be scrapped. Complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on available information, taking into account the results of similar events investigation, the root cause of the event was traced back to an internal component failure, likely due to wear and tear of the device. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.